Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) longevity estimate decreased by three years over a three month time period and the device's longevity was less than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Longevity was apparently reduced due to sensing of high rate atrial episodes.